Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred requiring additional intervention and surgery. The target lesion being treated was located in the left iliac artery. A 10.0mmx60mmx75cm express ld stent delivery system (sds) was advanced to the lesion. As the balloon was being inflated it was noted that the stent had dislodged from the sds. The stent delivery balloon was deflated and the unexpanded stent was located in the iliac, distal to the target lesion. The express stent was retrieved using a snare, however upon removal of the stent the femoral access site became damaged. The femoral access site became larger than expected and surgery was need to repair the damage. Treatment of the iliac was considered completed with the inflation of the express ld balloon. Additional patient complications were not reported and the patient is expected to make a full recovery.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred requiring additional intervention and surgery. The target lesion being treated was located in the left iliac artery. A 10.0mmx60mmx75cm express ld stent delivery system (sds) was advanced to the lesion. As the balloon was being inflated it was noted that the stent had dislodged from the sds. The stent delivery balloon was deflated and the unexpanded stent was located in the iliac, distal to the target lesion. The express stent was retrieved using a snare, however upon removal of the stent the femoral access site became damaged. The femoral access site became larger than expected and surgery was need to repair the damage. Treatment of the iliac was considered completed with the inflation of the express ld balloon. Additional patient complications were not reported and the patient is expected to make a full recovery.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the device found no damage to the shaft of the device. The balloon showed evidence of being inflated. The device was attached to an encore inflation unit and was inflated to its rated burst pressure (rbp) of 12 atmospheres (atms) without issue. There were no leaks noted. The stent was returned detached from the balloon and showed evidence of having being inside the patient. Twenty mm of one end of the stent was not damaged; however, the remainder of the stent was damaged and stretched. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).